Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer cleared the occasion alarms and resumed insulin delivery each time.